Manufacturer narrative:
Date sent to the FDA: 4/13/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent incisional and ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the small bowel plastered to portions of the mesh that were not attached to the abdominal wall. These tenacious small bowel adhesions caused a bowel obstruction. Because the mesh was so densely adherent to the small bowel, removing the mesh from the small bowel caused two enterotomies and multiple serosal tears. The surgeon performed a resection of the area encompassing the enterotomies and repaired the serosal tears. It was reported that the patient underwent surgery for additional complications on (B)(6) 2019. It was reported that the patient experienced severe pain, bowel blockages, scarring, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.